Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. Noise was present in all programmed sensing vectors. A partial fracture of the electrode was suspected, however, was not confirmed. Technical services (ts) discussed the option of programming to primary vector for now and discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.